Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: there is a temporal relationship between pd therapy utilizing the liberty select cycler with cycler set and the patient¿s reported event of peritonitis. However, there is no documentation in the complaint file to show a causal relationship between the peritonitis event and utilization of the liberty select cycler with cycler set. Although no information related to the cause of the peritonitis or the pd effluent culture results were provided, there is no allegation of a device malfunction or deficiency, or cycler set defect reported for this event. All pd patients are at risk of peritonitis due to a compromised immune system and the increase of potential for microbial contamination from dialysis techniques. Based on the limited information and no allegation or evidence of a malfunction, deficiency or defect the liberty select cycler and cycler set can be excluded as the cause of the patient¿s reported peritonitis event.

Event description:
It was reported a peritoneal dialysis (pd) patient experienced a recent fibrin infection. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The pdrn confirmed the patient was diagnosed with peritonitis on (B)(6) 2021. The patient was treated with antibiotics and recovered. The pdrn was unwilling to provide additional information. Attempts to obtain further details of the patient¿s peritonitis event were unsuccessful.

Event description:
It was reported a peritoneal dialysis (pd) patient experienced a recent fibrin infection. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The pdrn confirmed the patient was diagnosed with peritonitis on (B)(6) 2021. The patient was treated with antibiotics and recovered. The pdrn was unwilling to provide additional information. Attempts to obtain further details of the patient¿s peritonitis event were unsuccessful.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.